Event description:
The customer contacted philips healthcare to report that they could not acquire a leads ECG waveform with this device. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.